Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left main artery. A 3.00x16mm promus premier¿ stent delivery system (sds) was selected and advanced to the lesion. Two physicians noted that advancement of a guide catheter ¿likely¿ created a severe angulation. While pulling back the sds, resistance was encountered on the non-bsc guide wire. It was noticed that the catheter was kinked. Upon pulling back the sds and the guide wire, resistance from the guide catheter at the angulation ¿likely¿ sheered the stent off from the sds. The whole system was then removed. The stent was not retrieved and remained in the left main. Another promus premier stent was implanted to crush the dislodged stent against the vessel wall and the procedure was completed. No further patient complications were reported and the patient¿s status was stable.